Event description:
A report was received that the patient's leads were explanted due to infection at the midline incision. The site had been leaking fluid and the patient was on oral antibiotics. The physician also noticed that the patient was pale, feverish, and had red bumps. The physician decided to explant the leads and irrigate the incision site. The physician believes that the infection was procedure related. The patient was reportedly doing fine after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2352-50 (B)(4) model description: linear 3-4 lead 50cm the explanted devices were not returned to bsn for evaluation as they were retained by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.